Manufacturer narrative:
The unit passed the self test along with the displacement, unexpected restart error alarm, and off no power tests. However, the unit alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. The compromised force sensor system alarms could not be verified due to motor error alarms. The device was unable to undergo the occlusion, prime/compromised force sensor system, and excessive no delivery tests due to a motor error alarm. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on his display window, cracked casing at a display window corner, and cracked battery tube threads.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was approximately 200 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was stuck in the compromised force sensor system alarm cycle. The insulin pump was returned for analysis and a replacement device was shipped to the customer.